Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified the explanted products, bio-debris present. These cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a third-party health care professional. Review of the available records identified the following: long-stem hip prosthesis noted with dislocation of the femoral head prosthesis from the acetabular cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D6a implanted date: unknown date in (B)(6) 2024. D10: arcos 19x190mm spl tpr dist. Item: 11-300919. Lot: 65688222. G7 dual mobility liner 46mm g. Item: 110024465. Lot: 66036115. Act artic e1 hip brg 28x46mm. Item: ep-200152. Lot: 65920930. G2: foreign ¿ australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to joint dislocation and gross subsidence of the femoral implant. It was confirmed that no further information could be provided.